Manufacturer narrative:
Manufacturer ref# (B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect on august 6, 2012 at the (B)(6) medical center in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "embedment; vena cava perforation; tilt; device unable to be retrieved; dyspnea; dizziness; insomnia". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported dyspnea, dizziness and insomnia are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 06/18/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2012 due to large ivc dvt requiring tpa treatment. An unsuccessful retrieval attempt allegedly occurred on (B)(6) 2013, during which tilt and vena cava perforation allegedly were noted. The plaintiff alleges device embedment, device unable to be retrieved, shortness of breath, dizziness, insomnia, and anxiety.

Event description:
Per open retrieval via laparotomy report (successful): "[the] filter on imaging was extremely tilted with the head of the filter into the left renal vein with multiple tines , which were perforating the vena cava by greater than 2 cm into the duodenum/pancreas as well as a completely fractured tine which was in the wall of the aorta". "The abdomen was entered, and the intestines were explored. I then handed over the procedure to [physician] to expose the vena cava with a kocherized maneuver as well as removal of the ivc from the pancreas and duodenum". "The filter was deeply embedded into the wall. We did remove the filter in its entirety, including the tines from both renal vein as well as the posterior perforating tine." "In removing the filter, there was a tear to the posterior medial wall of the vena cava . This was repaired with interrupted 3-0 prolene, which were pledgeted. Once this was done, I brought a 2 x 8 bovine pericardial patch up onto the field, fashioned a patch and sewed this in with a running 3 - 0 prolene". "We dissected the aorta and had control at the infrarenal position as well as above the bifurcation. We then were able to localize the tine and grasped this with a tonsil . The tine easily slid out of the wall of the aorta without any difficulty. There was no overlying hematoma to suggest an intramural hematoma". "The patient was awoken from general anesthesia and taken to recovery in stable condition" .

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, organ/aorta perforation the reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The additional information regarding organ/aorta perforation does not change the previous investigation results for vena cava perforation. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.